Event description:
The distributor reported on behalf of the user facility the following incident: biopatch was used with the femoral line on an infant, who was less than one year old. The patient developed a wound under the device. No more information was provided.

Manufacturer narrative:
Evaluation summary: the product was not returned for evaluation and was more than likely discarded by the user facility. The distributor was unable to provide a lot number of the device. All product sterilization and device history records from product manufactured in january 2005 to march were reviewed. The review found no anomalies or product issues. The product is sold both sterile and non-sterile burden is below 10 colony forming units. The patient is less than a year old. The package insert from the product does reflect the following warning in reference to young patients: "the safety and effectiveness of biopatch antimicrobial dressing has not been established in children under 16 years of age." A further warning addresses overall hypersensitivity: "do not use biopatch antimicrobial dressing on patients with a known sensitivity to chlorhexidine gluconate. Adverse reactions to chlorhexidine gluconate such as dermatitis, hypersensitivity, and generalized allergic reactions are rare, but if any such reactions occur, discontinue use of the dressing immediately." In cooperation with the distributor, attempts have been made to contact the user facility for additional information. To date, no new or additional information has been obtained. The incident continues to be under investigation at this time. A follow up will be filed upon completion of the investigation.